Manufacturer narrative:
As a lot number for the device was not provided, the associated device history record (DHR) was not reviewed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that the leading haptic broke off when inserting the intraocular lens (iol) into the eye. The haptic remained in the injector chamber. The lens was cut and the incision was enlarged to remove the lens. Another lens with the same model and diopter was successfully implanted. There was no patient impact.